Manufacturer narrative:
(B)(4). Date sent: 9/17/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. How was the post-op bleeding identified? A. Her hgb dropped. 2. How many days postoperative was the bleeding identified? A. Pod 1. 3. What was the total estimated blood loss (ml)? A. Unable to say. 4. Was a transfusion required? A. No. 5. How was the bleeding addressed? A. Patient stayed two additional days in hospital for monitoring and repeat labs. 6. What was the pre and postoperative anti-coagulant and pain management protocol? A. Standard, preop dvt prophylaxis and tylelon/dilaudid. 7. Was the bleeding intraluminal or extraluminal? A. Extraluminal. 8. Were the staples the appropriate b-shape form? A. Not sure what this means. 9. Any clips, clamps, or graspers near the area where the device was being fired? A. No. 10. Please provide a timeline of events. A. Case was +++ oozy when creating the gastric pouch, we spent a lot of time clippign the pouch and remnant. A. Pod 1 patient looked well but her hgb dropped 40 points, she was monitored and had repeat labs over the next 36 hours which stabilized and she was discharged home. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric bypass procedure, the plee60a stapler was being used. Upon transection of the gastric pouch, a noticeable amount of oozing was produced from the staple line. The reloads were the usual sequence of gold, blue, and white that the surgeon usually prefers. The procedure was extended 15-20 minutes due to excessive clipping over the staple line. There was post-op bleeding from the staple line.